Event description:
It was reported that during a gastric bypass, roux en y procedure, the surgeon was completing the roux limb gastrojejunostomy and noticed the roux limb wide open from earlier transaction. The surgeon pulled second reload and fired. All staples malformed and the surgeon then had to close the roux tip with suture. There were no patient consequences. The surgeon was able to continue to use echelon gun with reloads. Closed tissue where problem occurred with suture. Completed leak test without any noticed leaks.

Manufacturer narrative:
(B)(4). The analysis results showed that eleven reloads were received instead of the reported long60a. The reloads were received in good condition. Reloads a, b, c, d, e, f and g were received fully fired; reloads h, I, and j were received unfired; reloads k and l were received sterile. The returned reloads I, k, and l were loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch j5hz8v manufactured date: 08/30/2012; product exp. Date: 07/30/17. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: during a laparoscopic gastric bypass, roux en y when connecting the gastric to jejunostomy no staples were present on the distal side(roux limb tip) of the cut line and completely transected. No malformed staples were visible on the proximal side were seen. The device was then reloaded with another white load reload, some of the staples during the second stroke did not form at all and the staples on the first and third were partially formed. Jj - line inspected but surgeon was concerned about post op issues. No patient consequences, patient doing well. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. Was buttressing material utilized? If so, which product?none used. Was the instrument fired across or near an existing staple line or clip?no. Were any unexpected noises heard? If so, when?no. Were any of the forces higher or lower than expected (closing, firing, or opening)?no. Was there any difficulty removing the device from the tissue?no.